Event description:
It was reported by international mallinckrodt gmbh facility (germany) that inflation could not be maintained on two size 8lpc, low pressure cuffed tracheostomy tubes. This was detected moments after insertion. There was one pt involved with no reported pt compromise. The two 8lpc devices were returned to the MFR and processed to the quality analytical laboratory for decontamination, analysis and investigation.